Event description:
It was reported that this device had a battery depletion error. The patient needed an MRI and the device was being checked when the alert occurred. The pulse generator has been implanted greater than seven years and had reached elective replacement time this past august. Technical services advised the device should be scheduled for replacement post MRI. The device remains implanted. There were no adverse patient effects.